Event description:
During the index procedure inpact av access was used to treat the left arm ((B)(6) 2023). The patient underwent further treatment of the cephalic arch with a inpact av access balloons 2 months and 5 months post initial index procedure. Approximately 12 months post initial procedure patient suffered stenosis of target lesion cephalic arch ((B)(6) 2024). Patient underwent reintervention to treat right cephalic arch stenosis. Balloon angioplasty was performed with no significant wasting. An 8x60 drug-coated balloon angioplasty was then performed. Final imaging showed wide patency of the treated segment with no significant residual stenosis remaining. The patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update received (B)(6) 2025: patient suffered stenosis of target lesion cephalic arch in arteriovenous fistula. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.